Manufacturer narrative:
We believe the adapter failed in a safe manner based on design; nevertheless, we are investigating our complaint history and will update the agency as necessary.

Event description:
A person contacted us to advise her adult daughter was using our pump and the adapter started smoking then caught fire. It was plugged directly into the wall and it started smoking about 6-7 minutes after she turned the unit on.